Manufacturer narrative:
The device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4) for evaluation. In the evaluation of (B)(4) the following was confirmed; the reported phenomenon was reproduced. The ccd unit of the device was defective. The reported event appeared to be caused by defect of the ccd unit. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During preparation for use, the endoscopic image disappeared and the visual field was suddenly lost. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined, however there is possibility that the reported event was caused by defect of ccd unit due to excessive stress on the camera cable unit and ccd unit. If additional information becomes available, this report will be supplemented.